Manufacturer narrative:
Analysis found the partial lead was returned in two pieces. The connector portion was measured at 13.9 cm and the distal portion was measured at 40.5 cm. The reported event of high capture threshold was confirmed. Internal insulation abrasion breaching the ring electrode cable lumen was found at 3.2-4.2 cm, 4.5-4.9 cm, and 5.1-5.3 cm from the distal tip. One of the ring electrode cable coating was found abraded at the 3.2-4.2 cm from the distal tip location. The reported event of high lead impedance was not confirmed. Impedance test was unable to be performed due to the condition of the partial lead received. Other damages found were sustained during the surgical procedure.

Event description:
It was reported that the patient was scheduled for a lead revision procedure. Upon interrogation of the pulse generator device, it was discovered that the right ventricular lead exhibited high pacing impedance and high capture threshold. It was also noted that the atrial lead exhibited sensing issues and complete loss of capture. Fluoroscopy was used which revealed that the atrial lead had fallen into the tricuspid valve which resulted in the sensing and capture anomalies. Both leads were then removed successfully. A new atrial lead was positioned into the atrium. Upon interrogation of the pulse generator, the new atrial lead exhibited no electrical signals and had a low unacceptable lead impedance. The lead was unplugged and connected to the pacing system analyzer. The lead was found with the same sensing and impedance anomalies. The new atrial lead was then replaced with a different lead which was working properly. The physician suspected the anomaly was caused by lead strangulation via suture tie down on the lead body rather than a fault on the product. The patient condition was checked the following morning and was recovering well. Related manufacturer reference number: 2017865-2019-09779, 2017865-2019-09780.